Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that where the patient had pain where the ins was implant and it was causing them discomfort. The rep indicated that they were not aware of any contributing factors. No diagnostics were performed, but the patient was evaluated by their physician and the physician discussed moving the ins. The issue was not resolved but the patient was going to be scheduled for a battery revision in the near future. No date/time was set for the revision yet.